Event description:
It was reported that continuous glucose monitor displayed error and customer experienced issue with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance, after which error did not occur again and no further action was needed.